Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle; the material was characterized as a black, dark, rubbery material. The customer's originally reported issue was confirmed. The following additional findings were also noted: bending section cover adhesive separated and discolored, and universal cord has slight wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their gastrointestinal videoscope device¿s suction function would not work properly ¿ there was an insufflation problem, and the device seemed like it was clogged. Upon inspection and testing of the returned unit, it was discovered that the air/water nozzle was clogged with foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Black rubber-like foreign matter was clogging the nozzle. The foreign object looked like a seal that was unrelated to the device. The nozzle was not deformed. User performed reprocessing according to french standards and instructions for use. Olympus will continue to monitor field performance for this device.